Event description:
Complainant alleged that while attempting to defibrillate a pt (age unk) with paddles, the user charged the energy with the paddles in the paddle wells and the device approppriately displayed a "defib pad short" message and failed to discharge. Second, third, fourth and fifth devices were used in an attempt to continue treating the pt, with the same result. Each device had a set of paddles previously attached, the user did not remove the paddles from the paddle wells on any of the devices prior to charging the energy. A sixth non-zoll device was used to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction, it was direct result of the pt's illness. (Illness unk).